Event description:
It was reported that a spectrum pump failed the volume test during testing of the pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, the reported problem of failed accuracy test was unable to be tested for due to a constant reload set alarm. The event date was not provided however a review of the event history log (ehl) revealed three infusions programmed at a rate of 40 ml/hr and vtbi: 20 ml on the last day of customer use, which are the recommended parameters for flow accuracy testing outlined in the spectrum iq installation and maintenance manual. No abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition could not be verified. The device will be subject to all testing required of the service process prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.